Manufacturer narrative:
A united states customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding a falsely elevated total prostate specific antigen (tpsa) patient sample result obtained on a dimension exl 200 system. Siemens healthcare diagnostics headquarters support center (hsc) has completed the investigation of the event. Hsc reviewed the information provided by the customer and the instrument data logs. Hsc concluded that there is no evidence of a potential product issue. The cause of the event is unknown. The device is performing according to specifications. No further evaluation is required.

Event description:
A discordant falsely elevated total prostate specific antigen (tpsa) patient sample result was obtained on a dimension exl 200 system. The falsely elevated result was reported to the physician(s) and the result was questioned. The same sample was reprocessed on the same dimension exl 200 system. A lower tpsa result, considered correct, was obtained. A corrected report was issued. There are no known reports of patient intervention or adverse health consequences due to the falsely elevated total prostate specific antigen (tpsa) result.